Event description:
Patient stated that her cartridge was empty and she was not aware until she rec'd the error 04 (occlusion alarm). She stated she did not receive the error 10 (low cartridge) or error 01 (empty cartridge). The patient stated her blood glucose was elevated to 348 mg/dl and it is normally no higher than 180 mg/dl. Her normal blood glucose range is 140-160 mg/dl. She stated she had symptoms including sleepy, lethargic, and couldn't function. To bring her blood glucose down, she filled a new cartridge and primed a new infusion set tubing and gave herself a bolus. At the time of the call, she stated her blood glucose is going down. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.